Event description:
The customer reported an intermittent overvoltage fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, snubber board, and the generator drive board were replaced. The generator and the filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.